Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The first photo shows the thread and partial view of implanted drainage catheter, in which edges of catheter hub was noted to be fractured. The second photo shows thread and implanted drainage catheter the hub edges noted to be fractured. Therefore, the investigation is confirmed for the reported fracture, fluid leak and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drain catheter. Post the procedure on (B)(6) 2025, a complete fracture was observed in the drainage catheter connector. Further, extravasation was noted. The procedure was completed by using another catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drain. Post the procedure, a complete fracture was observed in the drainage catheter connector. Further, extravasation was noted. The procedure was completed by using another catheter. The current status of the patient was unknown.